Event description:
During setup of the heart-lung machine, the pre-bypass filter failed and the priming fluid could not pass through the filter. The filter was replaced and priming continued normally.